Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -15.50/+3.5/091 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting and narrow anterior chamber. The patient complained of widening of the eye and has gone into slight ametropia. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.